Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulation was turned off, and it was mentioned that it sometimes turns off during daily use. The battery had not been depleted, and the cause was unknown. The device sometimes switches to off due to electromagnetic interference, so it was instructed to turn it on again. When the stimulation was turned on, it was mentioned that the stimulation felt too strong and there was a desire to reduce it, so the adjustment method was explained, and it was stated that the settings for the right leg would be lowered from 1-8.9 6.1 2- around 6 5.0 3-6.8 6.1 4-6.5 6.1 and the situation would be monitored.